Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s husband reported via phone call that his wife experienced high blood glucose of 499mg/dl and current blood glucose was 474mg/dl and 328mg/dl. Husband states that they put in 80 units in reservoir and now it 0 units. Insulin pump will not be return for analysis.